Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Rep reported pain and soreness in the pocket. During intra-op, impedances were measured >4000 ohms at default settings on c<(>&<)>1, 2 <(>&<)>3, 1<(>&<)>2 and 1<(>&<)>3. Patient is unable to have a measurement as stimulation is painful when doing the test at 1.0v and reported intermittent jolting. The ins and lead were removed and replaced. There are no known falls/trauma related to the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lead model 3889-28 lot #va181zx implanted: (B)(6) 2016, explanted: (B)(6) 2017. Analysis of the returned lead model 3889-28 lot #va181zx showed no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results are not available at this time. An additional report will be sent once analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the doctor was the initial person who told the rep about the event.